Event description:
Info received indicates the hi/low function is slowly drifting down.

Manufacturer narrative:
The technician found the bottom seals of the manifold were blown. The technician replaced the hydraulic manifold to repair the bed.